Manufacturer narrative:
Correction: h6 annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a rise to high defibrillation impedance measurements. Lead trend showed measurements ranging from approximately eighty ohms to a hundred and ten ohms. It was noted that the physician reviewed the measurements in clinic and indicated that there was no lead issue. The impedance alarm threshold was increased. It was also noted that the patient had lost some weight, and the cardiac resynchronization therapy defibrillator (crt-d) moved a little. No noise was observed on tip-coil vector. The device and lead remain in use. No patient complications have been reported as a result of this event.